Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment.

Event description:
Per additional information received,(she was discharged on (B)(6) 2004. Further gynecological visits are not available for review). As per pfs, ¿patient continues to experience occasional pelvic pain and pain and discomfort during sexual intercourse¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).